Manufacturer narrative:
Additional concomitant medical product information references the main component of the system and other applicable components are: product ID: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient undergoing an advanced evaluation trial for urge frequency and urge incontinence. It was reported that the patient was bleeding from their incision site. Additional information was reported nine days later. The patient had a uti and the follow up appointment may be rescheduled due to the uti. The patient was also ¿grougy¿ and sleepy. No further complications were reported/anticipated.